Event description:
The surgeon was drilling screw holes when the drill bit broke. The broken bit was removed. Tissue pressure was reported to be interfering with the instrumentation. The awl was used to prepare the screw holes. Less than 30 minutes was added to surgery time.

Manufacturer narrative:
Device history record reviewed and dimensional analysis. Review of device history records and dimensional analysis indicate the device was manufactured to specification. This MDR is being submitted late as this issue was identified during a retrospective review of complaint files conducted in-conjunction with implementation of revised MDR reporting criteria for zimmer.